Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that there was no evidence of lead dislodgement occurred as position of this rv lead looked the same as per fluoroscopy. The increasing threshold was noted since implant date and the physician opted to remove the lead. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The insulation had cut at 16 cm from terminal pin. Setscrew marks noted on correct location. The returned segment of lead passed continuity test.